Event description:
Per pt 1 out of 6 containers in one touch ultra strips blue #100, giving multiple error messages with multiple attempts, resolved by using strips from a different container. Dose, frequency & route used: for testing up to 7 times per day. Therapy dates: (B)(6) 2010. Diagnosis for use: diabetes type 1.